Event description:
The clinician reports that the day the implant was placed in the patient's mouth, failure occurred upon insertion. Details of surgery: primary stability not achieved. Patient presented with bone type IV and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain, swelling and bleeding. No further patient complications were reported.